Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent moved on a balloon. Vascular access was obtained via the femoral artery. The 99% stenosed target lesion was located in the moderately to severely calcified and moderately tortuous iliac artery. The lesion was pre-dilated with a 4mm sterling balloon catheter. Then this 7.0 x 40 x 75cm express-vascular ld, pmtd stent was inserted into the patient and while the physician was advancing the express ld to the lesion, the stent moved on the balloon. The physician removed the express ld successfully and the procedure was continued with another 7 x 75mm express balloon catheter. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).